Manufacturer narrative:
The customer stated that the input unit is reporting inaccurate temperatures. No harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The customer stated that the input unit is reporting inaccurate temperatures.

Event description:
The customer stated that the input unit is reporting inaccurate temperatures.

Manufacturer narrative:
Additional narrative: the customer reported that their unit ay-633p; sn:1756 is reporting inaccurate temperatures. Service requested: the customer sent in the defective temperature board for ay-633p service provided: the temperature board was received and evaluated, and the temperature board was defective was confirmed. Investigation result: the unit was not reading accurate temperature. The defective part was returned, and evaluation confirmed the reported issue. The cause of the issue was due to failure of the temperature board for ay-633p-qm(ur-3940). The issue was resolved by replacing the malfunctioning part. A review of service history found no other complaint associated with this device. The ay-631p-qm unit is used with bsm 6000 and the bsm 6000 service manual provides troubleshooting for the temperature measurement issues and advises customer on proper action to take. Search using term "ay-633p-qm inaccurate temperature" found no similar tickets. Review of the device history record (DHR) shows that the unit has no history of ncmr, CAPA, refurbishing, or other suspected defects (see attached). The root cause of the issue could not be determined. The replacement part was returned to customer on 7/12/2018 and no complaint subsequent to the return of the defective device has been reported. Date received by manufacturer: should be 05/23/2018 not 06/20/2018 as listed on MDR initial report approximate age of device. No model/serial provided so age of device is not known. PMA/510(k) number. No model provided so 510k is not known. Device manufacturer date. No model/serial provided. Unable to determine device manufacturer date. Concomitant medical products. Input box was used in conjunction with the bsm input unit model: ay-633p-qm. Serial (B)(6). UDI # :(B)(4). Age of the device: 69 months manufacturer date: 08/22/2012.